Event description:
It was reported that the intraocular lens (iol) was damaged. The scrub nurse engaged the lens and forwarded to the surgeon. The surgeon observed that the iol is broken and did not attempt to insert the lens; however, the cartridge tip contacted the eye. The scrub nurse verified that the lens is defective. No medical or surgical intervention was required. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.